Event description:
It was reported that the user started a freestyle libre 3 plus sensor with the libre 3 plus mobile app and, with agent assistance, successfully started a new sensor using the ilet mobile app, after which the user was informed that the libre 3 plus sensor must be started from within the ilet app to connect to the ilet; the issue encountered was that the sensor was in use by another device, which reflected an improper or incorrect procedure or method, and no specific device component was implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error.

Manufacturer narrative:
Initial.